Event description:
It was reported that during a post implant follow up, the right atrial lead exhibited decreased in sensing and increased capture thresholds. The physician decided not to take any action. The patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).